Event description:
It was reported that the patient had a (B)(6) infection at the site of the implantable neurostimulator (ins) pocket. The patient experienced a pinching pain and fluid collection. A culture was taken. The ins and extensions were removed. The patient was treated with intravenous and oral antibiotics, and the infection resolved.

Manufacturer narrative:
Product ID, 37085-60 serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 37085-60 serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3389s-40 lot# v794127, implanted: 2011 (B)(6), product type lead product ID, 3389s-40 lot# v772558, implanted: 2011 (B)(6), product type lead (B)(4).